Event description:
It was reported that x-ray revealed microdislodgement of the atrial lead. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.